Event description:
This was a lead extraction case performed in the operating room to remove two 131 month old (10.5 years) st. Jude leads. (Ra (B)(4)) (rv (B)(4)) due to erosion/infection. The leads were prepped using lld#2 and an lld-ez. A visisheath was inserted. Using a 14fr sls, the ep extracted the ra lead first. The lead was extracted relatively easily with very little binding. However, upon extraction, the patient's blood pressure began to decline. After waiting approx 3 minutes, the blood pressure stabilized and the ep proceeded to extract the rv lead, using a 16fr sls. The rv lead contained more binding points and was more difficult to extract. During extraction, the patient's blood pressure began to dip again. The ep attributed this to traction on the rv lead causing the rv to invert slightly. After waiting approx 3 more minutes, the blood pressure remained low. Anesthesis reviewed the tee and noted effusion around the ra. The CT surgeon was called as a precaution. The ep proceeded to extract the rv lead and was successful. After the extraction, a greater amount of effusion was noted. The patient's rv began to collapse and anesthesia administered maximum fluids in an effort to stabilize the pt. Pericardiocentesis was performed by the ep while CT surgeon scrubbed. A total of 185cc of blood was removed from the pt. At that point, the pt began to stabilize: blood pressure began to normalize. It was then decided that the CT surgeon would perform a pericardial window in an effort to remove any remaining blood from the pt while she recovered. The procedure was successful. Pt remained stable and was sent to ccu for recovery. The ep attributed the effusion to a "micro-tear" of the ra due to a perforation by the ra lead screw. Meaning, upon implant, the implanting physician unintentionally perforated the ra. This was not noticeable under fluoroscopy.